Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a lot history review could not be performed as the lot number is unknown. Visual inspection/functional/performance evaluation: the sample was not returned; therefore, visual inspection, functional evaluation and performance evaluation could not be performed. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the device was not returned. The complaint investigation is inconclusive for failure to advance. The definitive root cause for this event is unknown. Labeling review: the current meridian filter IFU (instructions for use) states: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight, however the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Additional precautions and specific directions for use of the meridian filter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled vena cava filter deployment, the filter became stuck within the delivery sheath and could not be deployed. The filter and delivery sheath were exchanged for a new vena cava filter that was deployed successfully. There is no reported patient injury.